Manufacturer narrative:
Note: we have not completed out investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received information from the customer that the operator was attempting to remove a pt from the imaging table after stopping an acquisition before it was completed. The trained professional was holding the table unload button when the table moved in, and not out, as it should have. The table travelled only a few millimeters when the trained professional released the button and removed the table from the gantry using the "table out" and table down" commands on the gantry control panel. There was no harm to pt, operator or bystander with this reported event.